Event description:
It was reported that at follow-up, oversensing of noise with aborted therapies were observed via review of egms. The noise amplitude cannot be programmed around. X-ray was inconclusive. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.